Manufacturer narrative:
Date received by MFR: 06aug2019. A remote philips field service engineer advised the biomed that the motor controller printed circuit board assembly (mc pcba) or blower may be failing. The customer reported that the motor controller printed circuit board assembly (mc pcba) corrected the reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/09/2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported high blower temperature. It is unknown if the device was in clinical use at the time of the event, but the customer reported no patient or user harm.